Event description:
Per the audiologist, the patient was hit on the head over the implant site in 2007. Since that incident, the patient reported that her hearing is intermittent, especially when she is more active. Results of an integrity test done two months later, were inconclusive. At the time of the integrity test, it was suspected that the internal magnet was dislodged. A CT scan was scheduled for eight days later. The results of the scan have been requested, but the information has not yet been received.

Manufacturer narrative:
This type of event is addressed in the device labeling.